Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. During the replacement, the physician attempted multiple cuffs for the most accurate fit. The procedure was completed succesfully.